Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a history of pacemaker malfunction with reached elective replacement indicator (eri), and the atrial lead was found to low impedance and high threshold due to an apparent insulation failure. Furthermore it was also reported that during follow-up the patient complained of dizziness as well as angina and increased shortness of breath (sob) due to an apparent lead malfunction. The patient was admitted to the hospital for a change in the atrial lead and pacemaker. The device was removed and replaced with a new device and the atrial lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.